Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the device had a speaker malfunction message. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided. The device was not in use on a patient at the time the issue was discovered, so there was no patient involvement.

Manufacturer narrative:
The biomedical technician determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The device was operational after replacing the speaker.